Event description:
The pt reported using the suspect device to check their blood glucose. Pt obtained a result of 115 mg/dl. A repeat test was 100 mg/dl. Their fiance said pt was getting comatose and called the paramedics. Emergency medical tech checked pt's glucose and they obtained a reading of 22 mg/dl with their own equipment. Pt was treated with a glucose IV at home until their glucose rose to 122 mg/dl. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.